Event description:
It was reported by a nurse using the fmc peritoneal dialysis (pd) cycler that the pt developed catheter tip position problems which caused the multiple drain/fill alarms. Per nurse, the pt's wife would override the alarm and at times the bypass drain phase. The pt would not be completely drained, then receive a fill and as a result of the overfill, pain would occur. There were no reported rain volumes at the time of the call. Subsequently, tech support assisted the pt in setting up new treatment and the cycler just turned off on it's own. The pt was seen at the clinic the next day for treatment of peritonitis and antibiotics were administered. A manual pd exchange was performed. A drain of 4000 ml was obtained. The pt started to have chest pains towards the end of the drain cycle, was sent to the ER for evaluation. A cardiac catheterization was performed. He was subsequently discharged with diagnosis of angina.

Manufacturer narrative:
The unit was returned for evaluation and no nonconformities were found. The unit functioned as designed and the alarm condition could not be confirmed. Per the pt's physician, the pt had a history of peritonitis and angina. The med assessment indicates that these event(s) are related to concomitant or previous disease. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.